Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect the information regarding the procedure and its completion, but the customer was not able to provide it. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up and no x-ray was possible. The rse reviewed the system log file which confirmed point (power inverter) gate errors. To resolve the issue the fse replaced the power inverter (point) certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that an error occurred indicating the generator was busy starting up and no x-ray was possible. There was no reported patient or user harm. The device was in clinical use at the time of the reported event. The field service engineer (fse) replaced the power inverter certeray, and the device was returned to use in good working order.